Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was completed: the depth gauge was returned and reported that the tip was missing. This condition is confirmed; the tip of the depth gauge appears to be broken off. It is likely that the advanced age of the depth gauge and possible rough handling during surgery or sterile processing has led to this complaint condition. The 319.004 depth gauge was manufactured in 4/2003 and is over twelve years old. The balance of the returned device is in fairly worn condition consistent with age. The design of the device was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and a service history evaluation/review was attempted. The investigation of the complaint articles has shown that service history review: part no. 319.004, lot no: 4576927 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 10-apr-2003. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service history evaluation/review was performed. The investigation of the complaint articles has shown that the customer reported the tip of the depth gauge was missing. The repair technician reported the tip of the depth gauge broke off. Tip broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 while refilling equipment trays it was discovered that the tip of a depth gauge was missing. There was no patient or procedure involvement. This is report 1 of 1 for (B)(4).